Manufacturer narrative:
Model number/catalog number: sc-2218-50; serial number: (B)(4); batch/lot number:5101145/5100139; model/catalog description: linear st lead kit 50 cm. Model number/catalog number: sc-2218-70; serial number: (B)(4); batch/lot number: 5088479; model/catalog description: linear st lead kit 70 cm. It is indicated that the device will not be returned for evaluation; therefore a failure of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had developed a staphyloccocus infection at the ipg and lead site. It was also reported that the physician suspected the patient was rubbing the incision which caused infection. The patient was placed on antibiotics and was reportedly doing well postoperatively.